Event description:
It was reported that during a stenting treatment procedure, an imaging catheter stuck in a placed stent. A non bsc-stent was placed in an unspecified location and then thrombus occurred. Next the physician advanced an (B)(4) image catheter for confirmation, but the image catheter became stuck in the non-bsc stent. Using an unspecified balloon, the physician successfully removed the (B)(4) catheter from the stent through the femoral artery. The (B)(4) catheter was removed from the patient. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a stenting treatment procedure, an imaging catheter stuck in a placed stent. A non bsc-stent was placed in an unspecified location and then thrombus occurred. Next the physician advanced an atlantis image catheter for confirmation, but the image catheter became stuck in the non-bsc stent. Using an unspecified balloon, the physician successfully removed the atlantis catheter from the stent through the femoral artery. The atlantis catheter was removed from the patient. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: only the sheath of the imaging catheter used for diagnosis was returned for evaluation. The following was observed: the hub, imaging core, and telescope were missing when received. A kink was observed in the sheath assembly at 12.0cm from femoral marker at proximal side. The return sheath assembly measurement length was 128.5cm log. The imaging window appeared stretched approximately 2.0cm long. The guidewire exit port was lifted 1.0mm. A test guidewire was inserted and unable to insert into guidewire exitport due to dry blood stuck inside the tip assembly. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during visual and functional analysis of the returned device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).